Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. The customer¿s blood glucose was 297 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.